Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "non spectrum label" was confirmed and reproduced during eval. Eval found spectrum label covered by a customer applied label. Eval confirmed the correct serial number through the pump's internal settings. The serial number label was replaced as part of front case replacement.

Event description:
During baxter's functionality testing it was found that a spectrum pump was received with a non spectrum label. There was no pt involvement.